Event description:
A hospital in (B)(6) reported via our distributor that four rt235 infant dual-heated evaqua breathing circuits failed the extended self test leak ventilator test. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported via our distributor that four rt235 infant dual-heated evaqua breathing circuits failed the extended self test leak ventilator test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: four complaint breathing circuits were received. The lot number for all four complaint breathing circuits was 090916. The breathing circuits were visually inspected, pressure tested and submerged in a water bath to test for leaks. Results: no physical damage was observed on any of the complaint devices. The pressure test revealed two of the breathing circuits to be within specification for this product. The pressure test for the other two breathing circuits revealed the pressure drop to be outside of specification for this product. The water bath test identified leaks around the swivel. A lot check revealed no other complaints of this nature for this lot number. Conclusion: breathing circuits are composed of many parts, therefore, leaks can occur at any of the connections. The two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked in place, the leak at the swivel joint can be enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. (B)(4).